Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03sep2020.

Event description:
The customer contacted technical support (ts), stating that the unit had navigation ring failure. The reported issue was found during setup. The customer reported there was no patient involvement.

Manufacturer narrative:
G4:14jan2021. B4:15jan2021. The product support engineer (pse) was dispatched to the site and could not duplicate the customer's complaint. The product support engineer (pse) replaced the front bezel mounting the navigation ring to prevent recurrence. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.